Manufacturer narrative:
The field service engineer (fse) found an obstruction in the sample probe. The fse cleaned the tubing, adjusted the sipper and sample probe, replaced pinch tubing, checked the sample probe voltage, flushed the sample probe, and cleaned syringe filters. A 21-cup precision was performed with acceptable results. Calibration was last performed on (B)(6) 2024 with acceptable results. The customer stated qc was acceptable prior to the event. The customer used a spin time of 5 minutes at 3500 revolutions per minute (rpm). This spin time may be shorter than recommended. The service actions resolved the issue.

Manufacturer narrative:
The probnp ii reagent lot number was 747507 with an expiration date of 31-jan-2025.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 601 module. The initial result was 36 pg/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on a different e601 module with a result of 4068 pg/ml. The sample was repeated on the e601 module in question and the result was 3783 pg/ml. The repeat results were believed to be correct. A corrected report was issued.